Manufacturer narrative:
Product was not returned to zimmer biomet for investigation. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Pn: 159583 - lot identification is necessary for review of device history records and it was not provided. Pn: 159583 - review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to the time frame over which the events occurred. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent partial right knee arthroplasty on (B)(6) 2006. Subsequently, patient underwent a left partial knee arthroplasty on (B)(6) 2009. Patient experienced mild effusion in both knees, moderate left knee swelling that increased with activity, lateral left knee pain and the progression of arthritis into the lateral compartment of left knee. Patient underwent a lateral left partial knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a revision of both left partial knees on (B)(6) 2014 due to unknown reasons. During the procedure, a total knee system was implanted.